Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lscs on an unknown date and suture was used. When the surgeon was about to suture the uterus, the suture snapped on the 2nd bite. She used another foil to closed the uterus. No adverse patient consequences were reported. No additional information was provided.